Event description:
A male was admitted with diagnosis of erectile dysfunction and nonfunctioning inflatable penile prosthesis. The pt reported to have 3-6 month history of diminishing function and prior to admission a nonfunctioning inflatable penile prosthesis with inability to inflate. Intra-op per surgeon reservoir pocket was noted to have a lot of fluid, which had escaped from the reservoir due to leakage. The pt underwent replacement of penile prosthesis.